Event description:
When the physician was trying to advance the enterprise vrd 4.5 x 28 mm through the prowler select plus (mc) microcatheter, severe resistance was noticed after the stent entered the body of the mc. The device was withdrawn to re sheath the stent into the introducer by pulling back the stent wire, but the stent deployed at the hub of the mc. Additionally it was reported that during removal from the patient, the enterprise introducer was completely engaged in the microcatheter hub, however the stent was not passing and the physician had to manipulate. No damage was noticed on the introducer. The enterprise system/stent was removed from the patient, and the microcatheter remained in place. Other than the reported event, after removal the tip of the stent looked little deformed/damaged-markers. The procedure was completed by utilizing a balloon remodeling technique.

Manufacturer narrative:
When attempting to advance the enterprise vrd 4.5 x 28 mm through the prowler select plus (mc) microcatheter, severe resistance was noticed after the stent entered the body of the mc. The device was withdrawn to resheath the stent into the introducer by pulling back the stent wire, but the stent deployed at the hub of the mc. Additionally, it was reported that during removal from the patient, the enterprise introducer was completely engaged in the mc hub, however, the stent was not passing and the physician had to manipulate. No damage was noticed on the introducer. The enterprise system/stent was removed from the patient, and the mc remained in place. With follow-up investigation it was reported that in addition to the reported event, after removal, the tip of the stent looked a little deformed/damaged-markers. The procedure was completed by utilizing a balloon remodeling technique. The target site was a partially recanalized right (ica) internal carotid artery/middle cerebral artery (mca) aneurysm. The proximal and distal vessel diameter was 2.8 mm. All the products were stored, handled and prep per labeling instructions. Prior to and after removal from the package, the products were not damaged. Neither device (enterprise system or mc) distal tip was re-shaped. A constant flush was maintained at all times through the mc. The enterprise introducer was completely engaged in the mc hub, and the stopcock/tuohy borst was closed to secure and prevent movement of the introducer. A jailing technique was not utilized during this procedure. No further information was available. One non-sterile enterprise was received coiled in a plastic bag. The received components were the wire system, introducer, and the stent. The stent was visibly damaged. When observed under microscope, the stent markers were not found damaged; only the stent wire was fractured. Crystallized contrast residues were found on the wire and in between the coil and the introducer. A functional test was performed using a lab sample y-connector and a prowler select plus microcatheter. The wire was advanced through the microcatheter as per IFU without difficulty. No resistance/friction was experienced. The stent was sent to a sem analysis in order to determine the cause of the fracture. The sem analysis was performed and the results showed that the stent presented evidence of broken struts; the fractures site presented evidence of smearing in the edges. The exact causes of the broken strut could not be conclusively determined. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01415087 which corresponds to distributed lot 13471746. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional DHR review for the stent per (B)(4) lots: 508766, 509189 and 509133 revealed the individual lot folders were reviewed for any non-conformances related to the reported complaint. No non-conformances related to the reported defect were found. The enterprise stents lots involved in this complaint met all purchase, manufacturing and quality control specifications when shipped to lake region. Additional DHR review for the stent parylene coating per (B)(4): is unable to determine the root cause for any parylene coating related defects related to this incident. (B)(4) did review the traveler history records relative to the manufacturing and inspection of lots 9044810 and 9044811. The traveler history records indicate that lots 9044810 and 9044811 were processed in accordance with the established process of parylene coating enterprise stents at (B)(4) and were determined acceptable. Prior to shipment, a certificate of conformance was generated for the enterprise stents from lots 9044810 and 9044811 that met lake region manufacturing specification. The reported stent deployment in the microcatheter hub could not be evaluated with analysis of the returned device. No resistance was encountered with functional testing of the returned enterprise delivery wire. Analysis of the returned stent found no damage to the stent markers; however, the analysis found fractured/broken areas of the stent with smearing of the edges. The timing of the damages cannot be conclusively determined. These damages to the stent may have caused the resistance encountered during insertion of the enterprise system. However, based on the report that the resistance occurred after introduction in to the catheter body and the fact that the stent then deployed in the hub of the microcatheter during attempt to resheath into the introducer, procedural factors may have impacted the event. When the introducer is fully seated and secured in the proper position it creates an uninterrupted passage for the stent to move from the introducer into the microcatheter lumen. It is then not possible for the stent to deploy outside of this lumen unless there is a gap between the tip of the introducer and the proximal end of the microcatheter lumen. Although it was reported that the enterprise introducer was completely engaged and secured in the microcatheter hub, the stent would not have deployed in the microcatheter hub unless there was a gap for it to open up into. Damage to the stent may occur if there is advancement or withdrawal of the stent delivery system while the stent opens in a gap between the tip of the introducer and the proximal end of the microcatheter lumen. Although no definitive conclusion can be made and assignment of root cause is speculative, based on the device history record review there is no indication that the event is related to the manufacturing process and procedural factors may have contributed. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The target site was the right (ica) internal carotid artery/partially re-canalized mca aneurysm. The proximal and distal diameter was 2.8 mm. All the products were stored, handled and prep per labeling instructions. Prior and after removal from the package, the products were not damaged. Neither device (enterprise system or microcatheter) distal tip was re-shaped. A constant flush was maintained at all times through the microcatheter. The enterprise introducer was completely engaged in the microcatheter hub, and the stopcock/tuohy borst was closed to secure and prevent movement of the introducer. A jailing technique was not utilized during this procedure. No further information was available. Additional information will be submitted within 30 days of receipt.